Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited dislodgement and a screw mechanism failure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a tear. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Visual analysis of the lead indicated the lead was stretched. The analyst noted the helix could not be tested due to explant damage. If information is provided in the future, a supplemental report will be issued.